Event description:
On (B)(6) 2009, the pt reported he rec'd recurring e10's (cartridge error) on his insulin infusion device while trying to complete the change the cartridge procedure. He stated his device piston rod will go down 3/4 inch to the bottom of the cartridge chamber, makes an abnormal noise and gives the e10 error. He stated he is using a proper battery and also tried using the battery out of his backup device, but his primary device continued to give an e10. He said no insulin has spilled into the cartridge compartment. He stated he has already tried to complete the cartridge change process 3 times and the e10 continues to display. The process was attempted again during the report with the same result. He stated he replaced the battery into his backup device and has switched to it. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.